Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 600 mg/dl. Customer stated that she removed site from her body and found that the cannula was bent over prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.